Manufacturer narrative:
B3: date of event - aware date of 13jan2024 used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that vessel trauma occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). After an unreported period of time the patient experienced an arterial rupture. No further information on the status of the patient is available.